Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level that read low, no actual value was provided. Reportedly, the customer delivered intended amount of insulin, but ended up delivering too much insulin causing them to go low. Recommendation was made to consult with healthcare provider regarding diabetes management.